Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material # 305916. Batch # 2055263. It was reported that the bd safetyglide needle was clogged / blocked. The following information was provided by the initial reporter: verbatim: rcc received a complaint via phone. Pir attached. Product complaint - pharmacist called to complain that several boxes of needles have not worked properly. When the needle is locked in to inject vaccine the fluid does not come out, regardless of the pressure you put in to compress, nothing comes out. Ref: (B)(4) lot 2055263, lot 2024318 this has happened with two lot numbers, on (B)(6) - lot unknown (unsure of which lot had the issue), and (B)(6) - lot 2024318. No pt harm or injury. Sample is available for return. Customer requesting replacement.

Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4). Needle clogged / blocked. Seventy-three samples were provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Fifty samples expelled the solution with a normal flow. Twenty-three samples did not expel the solution; these needles are clogged. Furthermore, a device history record review was completed for provided batch numbers 2055263 and 2024138. According to the sampling plan applied for product performance, these batches were accepted and released without defects being noted during the final assembly or visual inspections. Additional device histories were reviewed for each lot of needles used in the manufacturing of these batches. During the history review, two lots from final batch 2055263 were identified as having suffered from clogged needles due to silicone. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Based on the investigation and with the sample analysis the symptom reported is confirmed.